Event description:
A device report from (B)(6) indicated a hospital in (B)(6) reported: patient experienced a fracture of spiroide distal femur and was treated with a lcp-df plate and screw on (B)(6) 2011. On (B)(6) 2011 it was discovered the plate was broken. Patient was returned to operating room on (B)(6) 2012 all hardware was removed and patient was revised to a long gamma nail. No additional information was available. This is 1 of 2 reports.

Manufacturer narrative:
The DHR was reviewed and no nonconformances related to this complaint were found. The investigation could not be completed, no conclusion could be drawn, as no product was received.